Manufacturer narrative:
(B)(4). The device was not received for evaluation. The device history and service history were reviewed with no defects noted. The reported problem could not be verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient had an unknown alarm on the homechoice (hc) pro machine during an unspecified step of peritoneal dialysis (pd) therapy. Patient connection at the time of the alarm is unknown. The reporter stated that the alarm was unable to be cleared. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.